Event description:
It was reported that pump screen stayed dark and would not turn on, and caller described extreme difficulty pressing button, often needing multiple presses to wake up pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to ensure pump was unplugged from power and to press center of button firmly while supporting bottom of pump, after which screen turned on, and customer later confirmed ongoing difficulty waking pump without pump case; pump had already been replaced under a prior case for a cracked screen.